Event description:
It was reported that when using the bd pyxis¿ es server users were unable to log in to the stations. After rebooted the stations, an error message appeared stated unexpected data error occurred and cannot open database (ds client oltp error). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that an unexpected data error occurred, so the user was unable to open database and unable to login to the stations. A technical support specialist connected to the station and server, observed an error on the station, with the database in suspect mode, applied knowledge article (ka) - "how-to-recover / repair a corrupted dsclientoltp database" and knowledge article (ka) - "proper data sync 2.0 procedure", then executed the transaction script, confirmed the server received the latest upload, noted that database synchronization status on the station was false (code 0), and initiated a full synchronization for recovery, identified that the database was not encrypted and saved a backup, executed the query, which placed the database into emergency mode, causing med application to fail to launch, ran recovery queries to clear the emergency mode and retried the full synchronization, however, the error full download failed, review synchronization log file was encountered, performed a port test and found the port was blocked, contacted the customer and coordinated with their hospital information technology team, who resolved the blockage. Following this, the station returned online and resumed normal operation. The system functioned as intended after the technical support specialist and hospital information technology team troubleshot the device.